Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in (B)(4) for evaluation and visually inspected. Results: the subject circuit was returned and visual inspection confirmed that the inspiratory limb collar was cracked. Conclusion: we were unable to determine conclusively what had caused the collar to crack; however, based on our previous investigations it is possible that the crack is due to being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported that the inspiratory limb connector of an rt380 adult dual heated evaqua2 breathing circuit was found cracked after approximately eight hours of use, causing a leak. The patient was manually ventilated until a new breathing circuit was set up. No patient consequence was reported.